Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer reported receiving an error message on their precision xtra meter; therefore, she was unable to test her blood glucose level. The customer states her blood sugar was high and she felt lightheadedness and cold sweats. In addition, the customer went to three hosp and took insulin to relieve her symptoms. There was no report of death or permanent impairment.